Manufacturer narrative:
Device code relates to problem code for the reported event of the guidewire kept ¿falling out of the catheter¿. Investigation results: a visual examination of the complaint device revealed that there was a kinked noted in the two sections of the catheter. No other visual defects were noted with the device. Functional analysis was performed by backloading the guidewire and the guidewire exits where the catheter was kinked. The complaint investigation indicates that the complaint is associated with a product that meets the design and manufacturing but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
Note: this report pertains to one of two extractor pro rx retrieval balloons used during the same procedure. Manufacturer report# 3005099803-2017-03743 pertains to the first device, manufacturer report# 3005099803-2017-03744 pertains to the second device. It was reported to boston scientific corporation that two extractor pro rx retrieval balloons were used in the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire was backloaded but kept ¿falling out of the catheter¿ while sweeping the duct. It was noted that the guidewire had been locked into place using the rx locking device, and there was no noted issue with the guidewire. The same issue occurred on the second device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.